Manufacturer narrative:
The company representative examined the system and replaced the main pcb (printed circuit board) assembly. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the readings/values from the system are incorrect. Patient impact is unknown at this time. Additional information has been requested.